Event description:
The customer reported that the alarm is not alarming during routine checking of the alarm prior to use on a pt.

Manufacturer narrative:
Results: evaluation of the returned product shows that the alarm is missing the battery door; however, it passed all functional testing. (B) (4).